Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-03782, 1627487-2017-03783. The patient has two anchors from the same lot. It was reported CT imaging displayed fluid around the patient's anchors on (B)(6) 2017. It was also reported the patient recently began experiencing drainage at their lead site. The next course of action is unknown at this time.

Event description:
Device 3 of 3 . Reference MFR. Report#: 1627487-2017-03782, reference MFR. Report#: 1627487-2017-03783 . Follow-up revealed the patient underwent a procedure on 07/13/2017 to have their wound site washed out. No cultures or antibiotics were administered. Also, no signs of infection were found upon the examination of the patient's wound.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 3, reference MFR. Report#: 1627487-2017-03782. Reference MFR. Report#: 1627487-2017-03783. Follow-up revealed an infection was confirmed. As a result, the patient's scs system was explanted.

Event description:
Device 3 of 3, reference MFR. Report#: 1627487-2017-03782. Reference MFR. Report#: 1627487-2017-03783. Follow-up revealed the patient was given antibiotics and the infection resolved over time.